Manufacturer narrative:
A replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) one bottle of creatinine kinase (ck) reagent was broken. No injury was reported for this event.